Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called in to report that they encountered error 40068, and the surgeon side console (ssc) touchpad was black. The customer power cycled the system with no change. The site then elected to disconnect this ssc and continued with the other ssc. The procedure was converted to another da vinci surgical system with no reported injury. On 29-may-2022, intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: system functionality was reportedly checked prior to use, and no issues/errors were noted.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported problem. The customer informed the fse that errors 40068 and 307 occurred during the procedure, and the surgeon side console (ssc) touchpad was black. The fse checked the system and noted that the touchpad occasionally would not communicate with the system. The fse replaced and programmed the touchpad to resolve the reported problem. The system was tested and verified as ready for use. Isi received the touchpad involved with this complaint and completed the device evaluation. Failure analysis investigations could not reproduce the reported failure. However, several 307 errors were confirmed via the system logs. Error 307 indicated that the touch controller stopped responding. Additionally, error 75 indicated that the startup was not successful. The touchpad was installed on a printed circuit assembly (pca) system. A compact flash card was programmed without issue. The touchpad calibrated successfully, and the touch function was tested and passed. The system booted up in normal mode and sat idle for ten minutes. The system was power cycled ten times, and no issues occurred after extensive use. However, the touch functions were delayed and not responded with pressure on the armrest. It was recommended to send the touchpad to the vendor to check for loctite contamination and the connection between the cable controller and pins. A review of the procedure log with the information provided resulted in no additional information. A review of the site's system logs for the reported procedure date was conducted by an fse. The fse identified error 40068 (code_error_response_status) and error 307 (system_error_node_not_present). No image or video clip for the reported event was submitted to isi for review. As of 05/25/2022, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. Based on the information provided at this time, this complaint is being reported due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted to another da vinci surgical system. Although there was no patient harm reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.